Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the disposable universal sealing unit for trocars. During therapy, the product broke. The procedure was a thoracoscopic esophagectomy. Further details have not been provided but were requested. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
After the investigation, it can be confirmed that the product is only involved in a complaint (as the concomitant) and not causal for the complaint. Due to the clarification the report was reassessed and found not to be reportable.